Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and corrected the reported problem by clearing the system's error logs and resetting the system's factory defaults. Communication was reestablished.